Manufacturer narrative:
A ge service representative performed an investigation. The batteries were ordered and will be installed by the hospital biomed.

Event description:
The customer reported a battery charger error occurred during a procedure. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.